Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. A 9.0 x60, 75cm charger¿ balloon catheter was advanced for dilatation. The balloon was inflated thrice at 24-26 atmospheres for 30 seconds on each inflation; however, on the third inflation, the balloon ruptured. A portion of the balloon detached and remained inside the fistula and was subsequently trapped against the vessel wall with a stent. The procedure was completed with an 8x60 non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.